Manufacturer narrative:
The t:slim user guide states: t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the pump was submerged in water. Customer's blood glucose level was 73 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.